Event description:
It was reported that this pacemaker exhibited intermittent right atrial (ra) capture and high ra threshold measurements. The patient reported feeling an unstable rhythm while they slept. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.